Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured; full lead was returned and analyzed. Inner insulation is torn in medial section. The lead is stretched and flexed within 5 cm of anchoring sleeve. There is blood in/on helix/lobe mechanism.

Event description:
It was reported that the patient had syncope. It also was further reported that the lead had an impedance over 4000 ohms and not sensing. The lead was replaced. No further patient complications have been reported as a result of this event.